Manufacturer narrative:
An internal investigation was performed for false positive cefoxitin (oxsf) screen results for staphylococcus aureus isolates from separate patients while using the vitek® 2 ast-p619 test kit (ref# 411944, lot# 4990951103). The customer's isolates were not available for evaluation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. A review of quality records confirmed vitek 2 ast-p619 lot #4990951103 met final qc release criteria, and the lot passed qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of a false positive cefoxitin screen (oxsf) result for a staphylococcus aureus isolate while using the vitek® 2 ast-p619 test kit (ref# (B)(4), lot# 4990951103) with software version 8.01. The isolate was repeated on the vitek 2 with the same lot of cards and also tested via pbp2a. Each repeat vitek 2 oxsf test obtained results of susceptible (negative), and pbp2a returned a result of sensitive. The customer confirmed the discrepant result did not cause patient harm or delay in reporting results to the treating physician. An internal biomérieux investigation will be initiated.